Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the patient's audiologist called to say that electrode channels 3 and 6 showed short circuits. Previously, this recipient had been discussed by the surgeon as having a very difficult surgery. Many attempts were made to fully insert the electrode array into the cochlear without success. Finally, only seven electrodes were inserted into the cochlear. Of these seven electrodes, the patient has a short circuit on two electrodes.